Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the rep called to report low battery warning for pt's device that was implanted on (B)(6) 2022. Caller expected battery to last longer. Caller reported running impedance check and checking each contact, which were all within appropriate range. Caller reported highest amplitude they could reach was 6.0 ma and pt was unable to feel stim at all. Caller reported pt has been unable to feel stim for the past year. Caller did confirm return of pt's symptom, urinary urgency, but did not know exact date symptom returned. Caller attempted to generate mdt data record and event log. Data record was not accessible via handset and event log was dated 2017. Event log did note on (B)(6) device went from program 1-2 and amplitude 4.5 ma to 4.8 ma. Log also noted ins turned off then on some time in (B)(6) . When asked, caller stated pt could not verbalize the program or amplitude they've had their device at. Caller with pt at managing hcp's office. Message on handset indicated replacing device due to low battery. Agent suggested to have that discussion with managing hcp. In an effort to access data report and look into event log, agent reached out to hcit, per caller's request so they could continue to work with pt, and spoke with (B)(6) , who agreed to call caller and discuss how to access that information.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefor this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
**MDR decision corrected to not reportable. No additional information received indicates reportable event**

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the ins being turned off was due to low battery warning and patient not receiving effective therapy at time of visit. Most likely due to high energy settings of ipg, 4.0 ma, in continuous mode for 12 plus months. Patient has appointment with physician on (B)(6) 2024 to discuss next steps. Issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.